Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the er320 from the allegiance custom pack's jaw were too wide. When the clip was fired it shot out of the jaws. Another er320 was pulled from a box off the shelf and the clip would not close entirely down on the cystic artery and duct. The nurse pack or the box. There was no consequence to the pt.